Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field. This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device was received without telemetry. The latitude clarity system data was downloaded and found battery to be depleting prematurely, presence of low voltage faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis yielded no root cause.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt). Boston scientific technical services (ts) confirmed the premature battery depletion. The icm was explanted and has been returned. A new icm was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt). Boston scientific technical services (ts) confirmed the premature battery depletion. The icm was explanted and has been returned. A new icm was implanted. No additional adverse patient effects were reported.